Event description:
Boston scientific received information that this pacemaker showed a remaining longevity of less than six months for approximately fourteen months. The patient was placed on an increased follow up schedule. It was noted that the patient expressed frustration with increased follow ups. Boston scientific technical services (ts) discussed elective replacement indicators (eri) and end of life (eol) behavior. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.